Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. The batteries were replaced.

Event description:
The hospital reported that, during a case, the machine lost power during a power outage. There was no reported patient injury.